Event description:
Physician determined a non-union of carpal bones five months after original wrist fusion implant surgery. During explant two broken bone screws were discovered. A portion of one remains in pt. Physician concluded bone screws apparently broke after original implant surgery. Samples were returned to MFR in may.